Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to the emergency room and were hospitalized due to high blood glucose level on (B)(6) 2021 with blood glucose level was 1100 mg/dl. Customer¿s current blood glucose level was 121 mg/dl. The customer was treated with intravenous insulin drip. Customer was experienced symptoms such as unconscious, feeling sick and unwell. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not want to troubleshoot for high blood glucose event. The insulin pump will not be returned for analysis.